Event description:
The hospital reported that one bulb of a maquet prc 7000 surgical light exploder over pt before a surgery. The hospital did not report any injuries. However, the pt received some glass dust over him. (B)(4).

Manufacturer narrative:
A maintenance tech authorized by maquet evaluated the light and replaced the bulb that exploded. He verified that the system was functional and that the voltage at the bulb was within the MFR's specs. The bulb that exploded had been replaced (B)(6) days prior to the event. Maintenances on this device was done according to the MFR's instructions. Maquet (B)(4) assessed that this event was most likely caused by an isolated defective halogen bulb. (B)(4). (B)(4) submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.